Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer adjusted the endoscope base and wiped the guided tool change, which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, 30-degree endoscope image orientation was flipped. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through adjusting the endoscope base and wiping out guided tool change, which resolved the issue. The procedure was completed with no reported injury.